Event description:
Additional information received on (B)(6) 2016 from a healthcare professional (hcp) stated the pump placed itself in safe state due to low battery alarm. The low battery reset and safe state occurred on (B)(6) 2016. It was noted the pump was reset to previous settings and replaced as soon as possible. The cause of the low battery reset and safe state was not determined as there was no report of electromagnetic interference. Pump was sent to manufacturer for evaluation. The issue was said to be resolved as the pump was replaced. The logs were obtained and showed reset occurred due to low battery and pump was in safe state. Pump logs noted to keep daily dose per day at baclofen 265mcg/day and discontinuing programmed boluses to simple continuous.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare provider (hcp) regarding a patient receiving lioresal 1000mcg/ml at 265mcg/day via an implanted pump. Indication for use was noted as intractable spasticity. An alarm had occurred. The patient heard the alarm on (B)(6) 2016. Telemetry confirmed a critical alarm due to low battery reset, with safe state. The hcp programmed the pump back to simple continuous infusion. No symptoms were reported.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID neu_unknown_cath, serial # unknown, product type catheter.

Manufacturer narrative:
Should have been selected in regulatory report # 3004209178-2016-20023. It is now selected. The other relevant components include: product ID: neu_unknown_cath, serial# unknown, product type: catheter. Analysis of the pump found that there was high resistance in the battery. Analysis of the catheter found that there were no significant anomalies. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The previously applied conclusion code (B)(4) is no longer applicable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump and catheter (catheter serial number unknown) were returned to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID (B)(4) lot# j11198r13: product type catheter product ID (B)(4) lot# j11198r13: product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported during maintenance replacement of the pump on (B)(6) 2016, "inspection of the proximal end of the connection port revealed wear and tear of the connector and redundant catheter coiled beneath the pump scarred down with the potential for kinking and therefore requiring replacement." It was indicated the event was related to the device or therapy. On the same day, the worn proximal segment was cut and a new proximal segment was added. The issue resolved without sequelae on (B)(6) 2016.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, lot# unknown, product type: catheter; product ID neu_ unknown_cath, lot# unknown, product type: catheter. Upon further review, the previously reported catheter (model# 8709, lot # j11198r13) was not a valid lot number and the catheter model# was updated to an unknown catheter and the lot# was updated to unknown. If information is provided in the future, a supplemental report will be issued.